Event description:
It was reported that this right ventricular (rv) lead's capture threshold increased and loss of capture (loc). The patient went to the emergency room (ER) for syncope on the day of event and left the hospital on the date of the call. It was noted that the patient will be seen by their electrophysiologist the following month. Technical services (ts) suggested reprogramming. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead's capture threshold increased and loss of capture (loc). The patient went to the emergency room (ER) for syncope on the day of event and left the hospital on the date of the call. It was noted that the patient will be seen by their electrophysiologist the following month. Technical services (ts) suggested reprogramming. The lead remains in use. No additional adverse patient effects were reported.